Event description:
Customer reported the system failed to xray. No pt injury reported.

Manufacturer narrative:
Ge service representative performed an on site investigation. A blown fuse was replaced. The system was tested and found to be working as intended, and put back into service.